Event description:
Hcp reported pt presented in 2003 with signs of an infection of the lumbar region involving the incisional wound opening. Cultures of the lumbar region were obtained and results showed: none. Pt was treated with oral antibiotics and total device system explant. The device was not returned to the manufacturer for analysis. Hcp reported patient's infection is resolved. Hcp reports pt had 3 prior lumbar fusion surgeries.